Manufacturer narrative:
Voco profluorid varnish contains colophony and artificial flavors. Intolerances to these ingredients cannot be ruled out in rare cases. The instruction for use contain appropriate warnings.

Event description:
Information from the FDA about an incident report from a patient. The patient alleges to have had an allergic reaction. FDA report ref: mw5102953. "Painfulcallergic reaction of the lips and the mouth from voco profluorid varnish treatment at dentist. Within seconds of the dental assistant brushing it on, lips burned like they were on fire increasingly and I had her stop putting it on. Lips and mouth turned bright red with flushing and puffiness of face. Around my mouth and corners turned red and were very painfully searing and needed benadryl and hydrocortisone cream to calm it down..." No information on product variant, batch or expiry date.